Manufacturer narrative:
Investigation: visual inspection revealed that the silicone coating had burst in one area. There was some evidence of blood. Based upon the visual observations, the reported complaint for "balloon cracked" was confirmed as a balloon burst. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro short port balloon "cracked" during use. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned. Upon receipt of the product, it was found that the silicone coating had burst, thereby making this event a serious injury. A follow-up call was made to the reporter and it was confirmed that she was unaware of the balloon bursting.